Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >400 mg/dl. It was reported a week prior to hospitalization, the patient was frustrated with the omnipod system and took the pod off. Patient failed to implement an alternative form of insulin delivery, resulting in high bg levels and dka. Symptoms reported include hyperglycemia, flushed face, nausea and vomiting. The patient was treated with an insulin drip. The patient was discharged after 6 days.